Event description:
The fuse holders on ameriwater mro system (controller) were not rated for continuous duty. Mro systems used continuously for 12 or more hours began to experience fuse holder failures. The symptoms included: fuse holders became hot to the point where labeling on the controller may melt giving off an odor. The line cord may also become hot as a result of the fuse holder. Continual fuse failure.